Event description:
The customer alleges that there is an oxygen leak on the adaptor at the level of the screw on the manometer side. The alleged issue caused a waste of time and delayed the start of the oxygen therapy. No report of a pt injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the prod involved in the complaint could not be conducted since the prod was not returned. Based on the lot ch10 provided for which the DHR resides at (B)(6) facility, the (B)(4) lot numbers for component 12228 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint 12228 (adaptor, snap-on flowmeter, french) batch # 1-1914742 mfg of the material. No corrective action can be established at this time since the device sample or pictures of it are not available for eval. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved prod code available at the facility nor is being mfg at the time. If device sample becomes available at a later date this complaint will be re-opened.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no issues found on the molded components. Functional testing was performed and there was no leakage found on any parts of the adaptor. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that there is an oxygen leak on the adaptor at the level of the screw on the manometer side. The alleged issue caused a waste of time and delayed the start of the oxygen therapy. No report of a patient injury.